Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator did not pass the inspiratory autozero offset during the extended self test (est). The device was available for evaluation. Service personnel (sp) inspected the unit and confirmed the reported issue. Sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) to correct the issue. The unit passed all the required calibrations and tests as per the manufacturer¿s specifications at the time of service. One ifm pcba was returned to medtronic for analysis: visual inspection of the returned ifm pcba found no anomalies. The returned ifm pcba was attached to the failure investigation test ventilator for analysis and failed during est. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be a faulty autozero solenoid (so1). The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator did not pass the inspiratory autozero offset during the extended self test (est). There was no patient involved.